Manufacturer narrative:
This communicator has not been returned for analysis. Should additional information become available, or if the communicator is returned. This report will be updated.

Event description:
--

Manufacturer narrative:
The communicator has been returned for analysis. The (B)(4) laboratory confirmed the reported allegation. There was no output from the power supply and the power supply was observed to be melted.

Event description:
Boston scientific received information that after the patient plugged in the communicator power supply, popping noises were heard and the patient observed melting and a hole on the power brick. No adverse patient effects reported. A replacement communicator was shipped to the patient.